Event description:
It was reported that during the implant procedure, the induction was aborted due to a possible hv lead issue. The induction methods were locked out, but hv lead impedance was in range. After restoring the device, the device delivered a shock and went into back-up vvi mode. The impedance now showed less than 10 ohms. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
The anomaly reported in the field was confirmed in the laboratory. Visual inspection found inside-out abrasions at 19.7cm - 21.2cm from the distal tip; one of the rv cables was abraded and fractured. This could cause the low hv impedance observed in the field. External abrasions were noted at 14.1cm - 14.8cm, 14.2cm- 14.9cm, and 10.4cm - 10.5cm from the distal tip. Further inside-out abrasions were noted from 12.8cm-14.2cm and 7.2cm-9.3cm from the distal tip.